Manufacturer narrative:
Patient code was used for the cardiac event, as there is no code available that best describes an unspecified cardiac event. This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired, which is alleged to have been caused by the product administered for dialysis treatment.